Event description:
It was reported that the right atrial (ra) lead had noise causing inappropriate pacing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 implantable tachy lead (B)(6) 2011. (B)(4).